Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted but believes them to be either rejuvenate or abg ii. Additional info has been requested and if received, will be provided in a supplemental report.

Event description:
It is reported that the surgeon contacted the pt regarding the recall. The pt had an MRI and blood test which showed elevated cobalt levels. The pt will be retested in four months.